Event description:
It was reported the epg (external pulse generator) will sometimes freeze when testing. There is also physical damage. The epg will be returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the report of the device sometimes freezing when testing. Analysis confirmed the reported physical damage. Upper case and lower case are broken. Keyboard is scratched. Serial number label is torn. Battery release and lead flex cover are contaminated. Battery contacts are compressed. Lcd (liquid crystal display) is missing segments.